Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of the tamp head not being properly engaged with the tibial tamp guide prior to impaction and / or the tamp head being previously damaged possibly from retrograde impaction which led to crack initiation, propagation, and ultimate failure of the tamp head connection feature. Section h11: corrections made in the following section(s): (d4) (catalog number).

Event description:
As reported, the event date is unknown for this tibial tamp head that was used on a male patient. The ¿thumb¿ spring in the tibial tamp looks like it had disengaged and wouldn¿t fully seat inside the tamp ¿ as a result the top of the tibial tamp has broken off when it was impacted into the proximal tibia. The tamp itself was removed with a pair of pliers. Patient was last known to be in stable condition following the event. Device will be returned.